Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The estimated remaining battery longevity was four months. Device replacement was being considered by the physician; however, the pacemaker remains implanted and in service at this time. No adverse patient effects were reported.